Event description:
On (B)(6) 2013, the reporter contacted animas stating that the patient experienced a blood glucose (bg) value of 43mg/dl with moderate shakiness. The patient reportedly was treated via oral carbohydrates and her bg elevated to 100mg/dl. The patient reportedly bolused according to what the insulin to carbohydrate (I:c) ratio was set to on the pump previously and had bolused 9.35 units of insulin. It was noted that the target bg was set to 7am instead of the time the patient bolused. This complaint is being reported because the patient experienced a hypoglycemic event while using insulin pump therapy. Use error contributed to the reported event because the patient was bolusing according to the I:c ratio that was previously programmed before resulting in the wrong time to bolus; therefore, she had given herself an overcorrection causing her bg to go low.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use observed in the black box or download history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.